Manufacturer narrative:
Investigation of the customer's issue included review of the complaint information, complaint activity trending reports, device history records, labeling and field data for the complaint lot. Return testing was not completed as returns were not available. Review of complaint activity and trending data did not identify any issues or trends related to the complaint issue. A review of device history records for the complaint lot did not identify any non-conformances or deviations associated with the customer¿s issue. Labelling was reviewed and sufficiently addresses the customer¿s issue. Historical performance in the field of reagent lot 30295ud00 was evaluated using worldwide field data. The patient median result for the lot was comparable with all other lots in the field and within established baselines. Based on this investigation, no systemic issue or deficiency was identified for the alinity I hbsag qualitative ii reagent lot.section g1 contact information was updated to reflect the current contact (B)(6), (B)(6) ireland.

Event description:
The customer obtained a false positive alinity I hbsag and hbsag confirmatory results for a (B)(6) male with normal liver function tests. The sample generated repeat reactive results on the alinity and confirmed positive with the neutralizing confirmatory assay. The customer indicated the patient was tested at an alternate lab (method unknown) and generated negative results for hbsag. The original sample was retested on an alternate alinity and also obtained positive results for hbsag. The sample was further tested for hbv dna pcr and generated a negative result. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided. This report is being filed on an international product, alinity I hbsag qualitative ii, list 08p10-22, that has a similar product distributed in the us, list number 08p10-21/-31. Refer to related manufacturer report number 3008344661-2021-00200 for the device evaluation of the alinity I hbsag qualitative ii confirmatory assay.